Event description:
During routine testing of the device at the service center, the service technician reported the external cable of the calibrator had a cut in it and was exposing wires. This calibrator was originally returned for repair due to a calibration failure when the damaged cable was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.